Event description:
A customer reported experiencing recurring occlusion alarms during bolus insulin administration, despite previous troubleshooting efforts. There was no adverse impact to the customer¿s blood glucose level, and levels remained relatively normal. The customer was able to clear the alarms and resume insulin delivery. After escalated troubleshooting, a replacement pump was recommended due to the occlusion issues. The customer was advised to continue using the current pump until the replacement arrived, and instructions were given for returning the old pump.